Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken and was leaking. The procedure was not delayed due to the reported event. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the procedure was successfully completed with no patient consequences. No medical intervention was required. The hemostatic valve appears displaced in the attached image. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone: (B)(6). No device has been received for analysis. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 15-nov-2022, a correction was noted to the 3500a initial. The h2. If follow-up, what type? Included "device evaluation". However, this field should only have included "additional information".

Manufacturer narrative:
Additional information was received on 20-oct-2022. Air did not enter the patient¿s body. The customer did not inform a loss of blood. The picture investigation was completed on 24-oct-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken and was leaking. The procedure was not delayed due to the reported event. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the procedure was successfully completed with no patient consequences. No medical intervention was required. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided by the customer. -investigation findings: fracture problem (c070603)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿. Manufacturer's reference number: pc-(B)(4).